Event description:
During coil emoblization two mini complex fill coils, size 3x4mm were used, the same lot numbers. One coil stretched within the sl10 microcatheter prior to exit from the mc. The second coil stretched within the prowler mc wbile repositioning the coil. There was no report of adverse effect to the patient.

Manufacturer narrative:
This is second of two products involved with this adverse event, which is associated with mfg report # 1058196-2006-00135. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.